Event description:
A customer stated that a unicel dxh 800 coulter cellular analysis system did not generate blast flags for a specimen from an aml (acute myeloblastic leukemia) patient. Only platelet flagging was displayed for the specimen. However, blast and variant lymph flags have been sporadically displayed for the patient's previous samples over the past few months. Upon manual review of the sample, 22% blasts was observed. Additionally, a repeat analysis of the sample indicated a variant lymph and ly (lymphocyte) blast flag. The customer stated that the lack of flagging for this patient has occurred multiple times over the last few weeks on both dxh 800 instruments in the laboratory. A separate MDR (# 1061932-2011-01605) is submitted for the event on the other dxh 800 instrument. Since the patient is a known leukemia patient, a manual differential was ordered and sent to the pathologist for review. The erroneous results were not reported out of the laboratory. No death, injury or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Specimens were collected in a standard ethylenediaminetetraacetic acid (edta) tube. Per the customer feedback event description, the instrument was performing within qc specifications. The 6c controls are run three times a day. The laboratory was not concerned about the accuracy of any of the numerical results, only concerned that the instrument was not more specific in flagging of this sample. Service was not dispatched for this incident. Analysis of raw data provided by the customer found that the provided sample shows an abnormal neutrophil population. It is elongated and mixed with the lymphocyte population. However, it is in the low dc area and does not show many events in high dc region, which is a typical indication of blast samples. With the lack of abnormal features, the algorithm did not set a blast flag for the sample. Per product labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples.